Event description:
It was reported that a patient, (B)(6), male, underwent a persistent atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history is unknown. During the procedure, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by an intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The patient was reported to be in stable condition. The patient would most likely need an extra night at the hospital. The generator was in power control mode. The flow setting was set to 30 ml/min. There were no error messages observed on biosense webster equipment during the procedure. The patient received anticoagulation during the procedure. The physician seemed uncertain of cause since he was not ablating and the catheter force values were within range-mid teens. Most recent ablation lesion was 10 minutes before. They were analyzing topera signals at the time of the loss in pressure.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 9/22/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4). It was reported that a patient, (B)(6) year old, male, underwent a persistent atrial fibrillation (afib) procedure with a smart touch unidirectional catheter. During the procedure, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by an intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The patient was reported to be in stable condition. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The eeprom was intended to be read. However, since the eeprom data showed invalid values, which suggest that the eeprom was corrupted, how this occurred remains unknown. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed during the eeprom test. However, the root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant medical devices: carto 3 system; stockert 70 system; cool flow pump; webster 4 pole catheter, model #: d-1079-236-s, lot #: 17229208m; soundstar catheter, lot #: 10438577. (B)(4).